Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic flexible transurethral lithotripsy (f-tul) procedure performed under sedation (possibly general anesthesia), a cloudy endoscopic image developed, resulting in poor visibility. As such, the procedure was transitioned to an another surgical technique/treatment no further details were provided regarding the another procedure performed.

Event description:
Additional information received from customer: the procedure was changed to use a rigid ureteroscope and successfully completed. Anesthesia time was not extended.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the final investigation. Updated fields: b5, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rubber glue on the bending section is missing, and there was foreign material on the objective lens; however, the type of the material cannot be identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the reported issue was caused by a malfunction of the objective lens due to stress during use of the device. It is also presumed, based on the provided information, that foreign material remained on the lens because the device was returned to olympus without reprocessing at the user facility. The missing rubble glue on the bending section was likely caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.